Event description:
It was reported that during a gastric bypass procedure the device misfired. Upon inspection of the staple line, the last 2 cm of the distal staple line the staples were not formed. The site used another device to close the opening. No adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.